Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf gmbh. Richard wolf medical instruments corporation is the importer of this device. Follow-up report #1 is to provide FDA with missing information, new information, and changed information. Missing information: attempts to contact user facility have been attempted through the sales rep. As of 12/10/2021 a response has not been received. Device labeling was reviewed for patient code and device codes, see below: patient code: not applicable, no patient problem was reported. Device code: IFU was reviewed, rwmic considers this MDR closed. Rwmic will submit a follow up report should we receive any new information.

Event description:
The purpose of this submission is to report the results of the device evaluation. According to the manufacturer, the device was received and was visually and functionally evaluated. The reported condition - lack of suction - was confirmed. Probable root cause was thought to be material failure. The findings as reported by the manufacturer state "according to the change form (B)(4), the gap dimension of the valve does not meet the specifications. The valve shall be replaced. Product disposition: device was repaired.

Manufacturer narrative:
(B)(4). Rwmic considers this MDR/complaint open. Rwmic will submit a follow up report after the device evaluation has been completed, the user facility has been contacted and/or new information becomes available.

Event description:
It was reported to richard wolf by the sales rep that "lack of suction as morcellation goes on".